Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt (B)(4) has been completed. The reported problem ( gel leak) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing, specifically the ECG fall off test. The cause for the failure was isolated to an broken blue (+5v) wire in the cable connecting ECG c and d. The ECG c d cable showed signs of physical abuse. The root cause for the broken wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the electrode belt was leaking gel.